Event description:
It was reported that the foley catheter fell out of the patient while still inflated. The complainant stated that the balloon deflated on the floor after it fell out of the patient. The balloon was inflated with 10cc of fluid and was observed to be intact. Per additional information provided on the medwatch received on 17-sep-2018: the foley catheter was placed in the operating room after oblique lateral interbody fusion. The rn checked the balloon before inserting by inflating with 5cc of sterile water that was supplied in he kit. There were not any signs of leakage. It was noted that there was 500 ml of urine in the bag. After turning the patient from supine to prone position it was noticed that the foley catheter was on the floor with the balloon inflated and it immediately deflated.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the foley catheter fell out of the patient while still inflated. The complainant stated that the balloon deflated on the floor after it fell out of the patient. The balloon was inflated with 10cc of fluid and was observed to be intact. Per additional information provided on the medwatch received on (B)(6) 2018: the foley catheter was placed in the operating room after oblique lateral interbody fusion. The rn checked the balloon before inserting by inflating with 5cc of sterile water that was supplied in he kit. There were not any signs of leakage. It was noted that there was 500 ml of urine in the bag. After turning the patient from supine to prone position it was noticed that the foley catheter was on the floor with the balloon inflated and it immediately deflated.